Event description:
It was reported the programmer screen is cracked. There was no patient involvement, as the patient check had already been completed when the crack was found. The programmer is still functional but was returned for repair of the screen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer screen was cracked. It was also noted that the handle was bent.